Manufacturer narrative:
Follow-up #1: date of submission 10/02/2015.device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: during the investigation, the original keypad complaint was unable to be duplicated. There was no damaged observed on the keypad and all the buttons responded to user presses. The keypad was removed and all the button contacts were free of contamination. Unrelated to the original complaint, it was noted that when the device was opened there was moisture ingress.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.